Manufacturer narrative:
This lead was not successfully implanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this right ventricular lead was not successfully implanted. After the lead was repositioned to improve sensing, the impedance measurements were 2300 ohms and the threshold measurements were high. The lead was repositioned again, and the impedance and threshold measurements remained high. A helix issue and perforation were suspected. As a result, a new lead was successfully implanted. No adverse patient effects were noted.

Manufacturer narrative:
This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix would not extend, most likely due to dried blood in the mechanism. Laboratory testing was unable to reproduce the reported clinical observations.